Event description:
It was reported that the right ventricular (rv) lead was being repositioned due to high capture thresholds, but the physician saw that there was a fluid that looked like blood within the lead. It was suspected that there was a compromise to the lead insulation. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. However, the lead had failed the visual inspection as there were cuts in the insulation, which were likely induced during surgery.

Event description:
It was reported that the right ventricular (rv) lead was being repositioned due to high capture thresholds, but the physician saw that there was a fluid that looked like blood within the lead. It was suspected that there was a compromise to the lead insulation. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.